Event description:
It was reported to covidien in 2009, that a customer had a problem with a ng tube. The customer reported that the tubing is leaking at the valve. On the same day, it was reported to covidien that the pt went to the hospital one month prior, for respiratory distress. The pt passed on the following day.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.